Event description:
While performing a shoulder arthroscopy the tip of the cannula broke off. An attempt was made to locate the piece, which was in the soft tissue. The user was unable to locate and/or remove the piece. The facility did not provide andy other information.